Manufacturer narrative:
(B)(4). The actual sample was not returned for evaluation; however, a photograph of the product was provided by the user facility. The photo was inspected and it appears that the cable was broken in the middle and significantly frayed. The product line associated with this complaint was transferred to terumo; therefore, historical complaint data from the previous device owner/supplier was utilized in the investigation. Previous occurrences of this issue were found to be related to fraying of the cable over time. Over-tightening of the arm or movement of the arm can contribute to cable wear and/or fraying. As the cable wears it weakens which can result in the unit yielding when tightened. The hercules IFU instructs the user to perform a pre-use inspection of the cable, "the cable should be inspected by examining the spaces between the links. No signs of wear or fraying of the cable should be present." All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion code. (B)(4). Conclusion not yet available - evaluation in progress

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass, the cable within the hercules 3 arm snapped and the unit fell apart. The links and other metallic parts of the arm fell into the surgical field. All of the parts were successfully retrieved from the surgical field, which caused a small delay in the procedure. There was no blood loss reported, and the procedure was completed successfully without the use of the hercules 3 arm.